Manufacturer narrative:
Monitor sn (B)(4) was returned and evaluated at the distributor. The reported problem (will not power on) was confirmed. Upon evaluation the monitor was intermittently powering on. The cause for the failure was isolated to an intermittent j1 battery connector. Additionally, fuse f600 was damaged on the computer/analog board. The root cause for the defective j1 battery connector and the damaged f600 fuse could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor (sn (B)(4)) was unable to power on.